Manufacturer narrative:
The device history report review for the product visistat 35r 6/box, lot # 01m1300167 was manufactured on (B)(4) 2013 a total of (B)(4) pieces. Lot was released on (B)(4) 2013. A DHR investigation did not show issues related to complaint. The device sample was not received by the MFR at the time of this report.

Event description:
Complaint alleges: it was reported that the stapler gets blocked. No pt injury reported.